Manufacturer narrative:
H6 - 4581: astigmatism h6 - work order search: no additional similar complaint type events within associated lots were found. Increased astigmatism and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced astigmatism. Due to astigmatism, lasek was performed. The problem was resolved. Cause of the event is unknown.